Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, g2, h6. Clarification to h1 type of reportable event: there are no reportable events associated with this complaint record.

Event description:
Previous medwatch submission noted an ulcer. Upon further information, allergan has determined that the event of an ulcer is not device related. It was later reported that it is unknown if the ulcer is in the vicinity of the device. There is no allegation against the device to cause or contribute to the event of ulcer. The patient was only hospitalized for "quite black stools". The device remains implanted.

Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stomach ulcer infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025 the patient underwent a gastroscopy for the migration of the tube. The patient was then diagnosed a stomach ulcer. The patient was hospitalized. The device remains implanted.